Manufacturer narrative:
Investigation: reportedly, the pt was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy." This is considered off label usage and no further comparison analysis of the reported result is appropriate. Further investigation is not possible with retained strip tests; since the strip lot number is unk and it was not given on the event details. No further investigation is possible. Conclusion: the discrepancy reported occurred when the customer was taking lovenox. The assay was not designed for use on pts talking heparin. Note that in the limitations section of the product insert, "this test should not be used for pts on heparin therapy." This constitutes off-label use. The customer did not provide the lot number or return the products for investigation. Further investigation is unable to be performed without add'l info. No strip lot info was available. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date (B)(6) 2013, inratio inr 1.2 and 2.1. The time between testing was within one hour. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.